Manufacturer narrative:
(B)(4). This lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture. It was noted the loss of capture was positional and the patient was symptomatic with the loss of capture. An invasive procedure was performed. The lead was found to be fractured distal to the suture sleeve site. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.